Event description:
Received a copy of a voluntary medwatch report from the hospital. Stated patient taken to or for lefort I procedure. During the procedure a nasal septal chisel was used to osteotomize the nasal septum. After the nasal septal was used, it was noted that the anterior fourth portion was missing. C arm was brought into the room and the chisel fragment was located in the nasal on the right side. The chisel piece was removed without difficulty.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.